Event description:
Information received indicates the siderail will not stay up.

Manufacturer narrative:
The technician found the siderail latch guard was bent which prevented the siderail from latching. The technician straightened the latch guard to repair the bed.